Manufacturer narrative:
(B)(4). Device evaluation: an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a brown/yellowish tint in the filter area. The root cause could not be determined at this time.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
The facility representative reported to baxter a clearlink extension set with 1.2 micron filter that had brown discoloration. It was reported they were using the extension set with baxter's travasol. There was an adult aged patient involved, but no report of injury or medical intervention required. They reported that only the filter had turned brown, not the tubing. The filter became brown after 1 to 4 hours of use. There is no additional information.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.